Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge. The syringe needle was changed out and cartridge was filled. Insulin delivery was resumed. There was no impact to blood glucose.